Manufacturer narrative:
No patient specific information was provided. No patient injury occurred. The device has not been returned for evaluation, though requested by 3m. 3m is unable to determine the exact location of the leak without the sample. Based on the initial information provided, reported incident appeared to be due to a heat exchanger leak. Trending indicated no change in complaint level for hex leaks. Supplier corrective action request aaue-b7jmbl was issued to the manufacturing site to address heat exchanger leaks. 3m will continue to monitor. 3m's sales rep and clinical nurse visited the facility on april 8, 2019, to conduct a clinical assessment. It was discovered the facility uses IV tubing that has an in-line hand pump. 3m does not encourage in-line hand pressure pumps. This modality increases pressure within the IV tubing. There is no way for end users to know what the pressure is with the use of in-line hand pressure pumps. Usage can cause extremely high pressures which could potentially rupture 3m¿ ranger¿ cassettes. Due to the reported observations, it was assumed the cassette ruptured due to overpressure, though cannot be confirmed. The product IFU states the following: caution · do not exceed 300 mmhg pressure. Analysis is pending upon receipt of product from the customer. A follow up report will be submitted upon analysis completion. End of report.

Event description:
A hospital employee alleged a 3m¿ ranger¿ high flow disposable set (model 24370) "blew up" during an open heart procedure and splattered blood everywhere on (B)(6) 2019. The customer reported they were using a using baxter blood tubing "y" type blood product 2c6723 solution set with a blood filter and pressure pump. Further details regarding device usage were not provided. The employee alleged they have seen multiple cassettes burst in the past 6 months to 1 yr. Dates and details regarding these incidents were not provided. No harmful exposure to blood or patient or staff injury occurred.